Event description:
The company representative reported that the insulin pump had an unresponsive keypad. The numbers are ramping up on the screen even though the button's are not being pressed. The caller did not know the blood glucose reading. The customer was advised to discontinue using the insulin pump. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.